Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display and cracked battery cap. The customer's blood glucose level was 402mg/dl. The customer attributes the highs to not having had insulin all day. The customer declined to troubleshoot the highs. The customer was advised that replacement battery cap would be sent out. The customer was advised to monitor the device.